Event description:
It was reported that, "the patient claims failure of her hip prothesis." No further information is available at this time, although it has been requested.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.